Event description:
It was reported that the patient had a non-specified problem with the rv lead. The physician opened the pocket and confirmed that the lead had dislodged. The lead was repositioned.

Manufacturer narrative:
Na